Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 54.6 cm from top of the connector to the break. The second piece measured approximately 83.9 cm from the break to the break. The remainder of the fiber, including the distal tip, was not returned. The returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during used, resulting in a misfire. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
A flexiva ID tractip 200 laser fiber was investigated by boston scientific corporation on september 5, 2019. Per results of the investigation, the laser fiber was returned broken into two pieces and had evidence of misfire.